Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged; the cap was able to fit securely to the pump. There was evidence of moisture corrosion observed in the battery canister and on the battery cap. A leak test showed no leaks in the pump. During testing, the pump was unable to power on and was completely unresponsive. The pump¿s cover was removed and no evidence of moisture corrosion or loose components were observed to the power printed circuit board. The complaint of no power was duplicated during investigation due to moisture corrosion in the battery compartment.